Event description:
It was reported that a device separation occurred. The target lesion was located in the anterior tibial artery. A 2.00mm peripheral rotalink plus was selected for use. During the procedure, the rotablator stop working. Upon an attempt to remove the device, the tip got detached and left in the lesion. A snare was used to remove the fragment and expected the patient for a full recovery. The procedure was cancelled. No further patient complications were reported.

Manufacturer narrative:
H6 device code: corrected.

Event description:
It was reported that a device separation occurred. The target lesion was located in the anterior tibial artery. A 2.00mm peripheral rotalink plus was selected for use. During the procedure, the rotablator stop working. Upon an attempt to remove the device, the tip got detached and left in the lesion. A snare was used to remove the fragment and expected the patient for a full recovery. The procedure was cancelled. No further patient complications were reported.